Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
As reported: "during surgery to remove a screw that had been inserted into the left talus bone, the screw could not be removed and the instrument was damaged. Surgeon left the screw in place. The primary surgery was performed about 20 years ago. It was not identified which company's product.

Manufacturer narrative:
Please disregard MFR report # 0008031020-2025-00347. The reportability has been reviewed and it has been deemed that this device is not reportable for this event.

Event description:
As reported: "during surgery to remove a screw that had been inserted into the left talus bone, the screw could not be removed and the instrument was damaged. Surgeon left the screw in place. The primary surgery was performed about 20 years ago. It was not identified which company's product.